Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
The complaint was received through a direct call from the customer to the emergency support program called requesting assistance for a fo sensor failure alarm during use. No harm.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: g2, h6 (medical device problem code). The emergency support team instructed jerry to remove and reinsert the fo cable, ensuring the red alignment arrows were properly matched; however, the alarm persisted. The team then advised him to disconnect the fiber-optic cable and switch to the pressure transducer (inner lumen) as the arterial pressure source. After locating the transducer cable, jerry successfully made the switch, zeroed the transducer, and confirmed that all waveforms and blood pressure indices were appropriate. Iab sensor failure: malfunction or signal loss from the fiber optic pressure sensor in an intra-aortic balloon catheter, critical for accurate pressure waveform and pump timing. Causes of a sensor failure: a sensor failure can result from the following: - connector issue. Effects: loss/poor waveform. Calibration/alarm errors. Pump unable to detect sensor.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: d4 (catalog).